Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic chip off with reservoir change. Customer's blood glucose level was unknown. Customer had to re due the setting when she changes sites. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a partially broken tube lip. The p-cap locked into the reservoir compartment properly.